Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open procedure using the premium clip applier on surrounding tissue of the right humerus during debridement for non-union of the right humerus with revision plating and right humerus reconstruction with a free fibula flap, intermittently the clips did not form in the normal formation and came out bent, with issues experienced with loading of the clips. To complete the case, additional clip appliers from a different batch were opened. No injury was reported, no hospitalization was reported, and no additional operation was planned.